Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with unknown mentor breast prosthesis in 1991, developed grade iii capsular contracture and underwent explantation of the devices without replacement in 2008. In 2016, the patient noted worsening breast asymmetry and what appears to be capsular contracture. The capsule material "ruptured" in (B)(6) 2008. The patient is experiencing right breast swelling. The patient is experiencing symptoms related to her implant capsules even though the implants themselves were removed in 2008. The patient also reported that she has two lumps in her breast and that the MRI returned negative for malignancy. The patient reported that "they" told her it looks like she still has the implants. It is possible that the devices, and/or the capsules were left inside the patient.this medwatch form is for the left breast prosthesis.